Event description:
The pt reported the surgeon implanted a cq2015a collamer aspheric three piece lens in her left eye on (B)(6) 2013. She previously had an another lens in her eye for three years that had to be explanted. That lens was removed on (B)(6) 2013 and replaced with this lens. During the surgery, the iris was cut. On (B)(6) 2013, the iris was stitched because it was not closing. On (B)(6) 2013 she had a f/u visit with the physician and everything was fine, vision 20/25 and pressure 15. On (B)(6) 2013, she started to see spots in the shape of quarter moons. She stated they are not floaters. On (B)(6) 2013 had another visit with the physician. Her eye was dilated and her vision was 20/70. The physician's office has been contacted and add'l info has been requested, but none has been forthcoming.

Manufacturer narrative:
Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).